Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The alarm history contained additional motor error alarms. Customer also reported multiple no delivery alarms despite set changes. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted during testing. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.